Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg would not hold a charge for longer than 24 hours and eventually became inoperable. As a result, the physician explanted and replaced the patient's ipg. Surgical intervention resolved the issue.